Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy (ladg) procedure. After using the device for duodenal resection, a nurse found metal piece on the gauze which was used on the patient during the procedure. As it was found on the mayo's table, it was not known whether anything has fallen into the patient's abdominal cavity or not. Nothing was found by post-operative x-ray. The status of the patient is no problem.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of post market vigilance (pmv) received eleven photographs. None of the photos depicting the instrument or reload displayed any evidence of a disengaged component. Visual testing of the returned photos confirmed the product did meet release specifications that were tested regarding the reported conditions. Without the physical product, a root cause could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.